Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no product quality issue reported from this lot. The reported device damaged by another device was due to procedural conditions/user technique. Additionally, reported single leaflet device attachment (slda) appear to be due to procedural condition. There is no indication of product quality issues with respect to manufacture, design or labeling. Circumstances. The additional mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is filed to damaged by another device, report single leaflet device/attachment/slda, and medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. It was noted enlarged atrium. A clip delivery system (cds- 91119u228) was advanced to the mitral valve, and the clip was deployed in the a2/p2. A second cds (90815u116) was advanced to the mitral valve; however during grasping, the 2nd clip interacted with the first clip. Then the first clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device/attachment/slda). The procedure continued and the second clip was deployed to reduce mr and stabilize the first clip. Two clips were implanted, reducing mr to 1. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.